Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: no information event description: the nurse reported that after the application of the first clips, the subsequent clips failed to be released properly from the device. This malfunction compromised the achievement of adequate hemostasis during the surgical procedure, causing difficulty in the safe continuation of the surgery. Intervention: they opened a clip applier from another supplier. Patient status: patient is ok.